Manufacturer narrative:
Evaluation: results: the ipg was received with damage to the antenna cover and header. The ipg communicated with the lab equipment. The ipg was tested to manufacturing specifications and passed all tests. Inspection of the antenna coil did not reveal any anomalies. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was damaged by forceps while leads were being replaced (reference MFR. Report#: 1627487-2012-09110). Afterwards, the patient was unable to communicate with the ipg using the programmer. The patient was sent a new programmer to resolve the issue. The replacement programmer was unsuccessful. The patient lost stimulation during a meeting with an sjm representative. As a result, the patient's ipg was explanted and replaced. The replacement ipg resolved the patient's issues.